Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor reset after delivering a pulse during detect and treat testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13, q16, and q17 on the defibrillator pca. The shorted transistors allowed high voltage to travel to low voltage circuitry. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.